Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced a loss of osseointegration, (B)(6) 2013, resulting in fixture loss. It is unknown if there are plans to reimplant with a new fixture as of the date of this report, (B)(4).